Manufacturer narrative:
The device was returned for evaluation and it was determined that the motor was running slower than specs.

Event description:
It was reported that the electric dermatome shredded the graft. There was no report of injury or adverse pt consequences associated with this incident.